Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and an ar-18800-04 driver shaft are over torqued and twisted. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry of the distal end of the shaft of the driver shaft, t6, ao had twisted. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2023.